Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2012, the patient underwent the following surgeries: right-sided transforaminal lumbar interbody fusion, l4-5. Left-side transpedicular exposure for neural decompression, l4-5. Placement of interbody device at l4-5. Posterior segmental instrumentation with bilateral percutaneous pedicle screws at l4-l5. Posterior spinal fusion, l4-5. Harvest of local bone autograft to treat the following pre-op diagnosis: l4-5 degenerative spondylolisthesis. L4-5 degenerative stenosis. Lumbar radiculopathy. Intractable back and lower extremity pain. (B)(6). Op-notes: ¿.. Interbody device was selected. Local bone autologous bone was packed interiorly in the disc space along with a pledget of bmp. The 12 by 32 mm device itself was then inserted which had been filled with bmp along with some more local bone graft. The device was recessed several mm past the posterior aspects of the l4 and l5 vertebral bodies. The bmp was used in the interbody space. The patient was awakened in the operating room and transported to the recovery room in stable condition..¿ on an unknown date post-op, patient alleged unspecified injuries due to use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.